Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient presented to the hospital because an alert triggered for the right ventricular (rv) lead. The rv lead high voltage coil had intermittent high impedance and a possible fracture. It was noted that at the hospital two defibrillation threshold tests were performed and both tests were successful with 25 joules and the shock impedance was 72 and 70 ohms. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2005. (B)(4).